Manufacturer narrative:
Patient code (B)(4) and conclusion code 92 no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the "mini strokes" was clarified to be an altered mental status. They were not related to the ins or the therapy and there was not a device issue, therapy issue, or procedural issue. The patient was treated with intravenous (IV) antibiotics and oxygen to resolve the mini strokes, as the cause was determined to be hypoxia. It was noted that they were resolved.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient was having "mini strokes." The patient was reportedly still in the hospital being evaluated. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.